Event description:
It was reported by the clinician that they have had two instances where the 4-gang stopcock leaked while infusing into neonatal patients. There have been no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.